Manufacturer narrative:
Full facility name is (B)(6) hospital. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, the tissue pad was observed to be heavily worn. There was a mark of contact with the non-insulated part at the tip of the probe. There was a mark of contact with the tip of the probe on the non-insulated part. A probe check was performed for the device by combining the actual product with the test usg-400, esg-400, and td-tb400 devices; there were no abnormalities. When the grip was closed and the seal mode was output, no seal short circuit abnormality occurred. Since the tissue pad wears when the seal and cut output is performed, the seal output was checked. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a therapeutic otolaryngology thyroid malignant tumor resection, sparks were scattered from the tip of the device in the middle of the procedure. When checked the device tissue pad was unevenly worn out. The procedure was completed with a similar device. There is no harm or adverse impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The output was activated in seal & cut while the grasping section was closed without grasping the tissue, causing severe wear of the tissue pad. (This includes after tissue resection). 2. The non-insulated area came into contact with the distal end of the probe due to severe wear of the tissue pad, causing the contact mark. 3. The output was activated in seal & cut mode continuously while the grasping section was contacting the probe. This generated spark discharges. This following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿. ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿. Olympus will continue to monitor the performance of this device.